Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) complained of pain at the implant site. The patient also complains that they are unable to wear a bra due to the pain. Investigation determined the device had migrated to the breast area. Surgical intervention was performed, and the device was successfully repositioned. New information received indicates that following the repositioning procedure the patient developed a pleural effusion. A thoracentesis was performed and removed 1 liter of pleural fluid. An x-ray performed a few days later confirmed the effusion had improved. The patient was discharged to normal follow ups. Six years later the device was explanted and replaced for normal battery depletion.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) complained of pain at the implant site. The patient also complains that they are unable to wear a bra due to the pain. Investigation determined the device had migrated to the breast area. Surgical intervention was performed, and the device was successfully repositioned. New information received indicates that following the repositioning procedure the patient developed a pleural effusion. A thoracentesis was performed and removed 1 liter of pleural fluid. An x-ray performed a few days later confirmed the effusion had improved. The patient was discharged to normal follow ups. Six years later the device was explanted and replaced for normal battery depletion.